Event description:
It was reported that during a ptca procedure, the magnet device did not hold the guide wire in place. Wire position was lost and another wire could not be positioned. The pt went into bypass surgery. Pt status is listed as "ok".